Event description:
Boston scientific crm received information that a health care provider stated he was called because an unknown patient was in the operating room and experiencing intermittent loss of capture. No adverse patient effects were reported. A boston scientific sales representative is attempting to retrieve additional information from the hospital.

Manufacturer narrative:
There is no further information available at this time. If additional information should become available to our company, this event would be updated.